Event description:
Patient reported, "breast implant complaint." Later, healthcare professional reported, left-side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture:unable to observe as it is a medical event not related to the device. Additional observations: ¿ deformation is observed on the device. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported, "breast implant complaint." Later, healthcare professional reported, left-side capsular contracture baker grade IV. The device has been explanted.